Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect hbsag qualitative ii reagent kit, list number 02g22-35, sligo to architect (B)(6), list number 03m74-01, irving ia/cc. MDR number 3016438761-2022-00547-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect hbsag qualitative ii reagent kit, list number 02g22-35, sligo to architect (B)(6), list number 03m74-01, irving ia/cc. MDR number 3016438761-2022-00547-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
This report is being filed on an international product, list number 2g22 has a similar product distributed in the us, list number 4p53. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry:(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect hbsag qualitative ii results for one patient. The following data was provided (reference range greater than or equal to 1.00 s/co is reactive): sample ID (B)(6) initial result = 2.22; repeat results = 2.75, 2.74 s/co. Same sample ran on (B)(6) and generated result = 0.24 s/co. Architect hbsag confirmatory test was performed and generated positive results: hbsag q2c1 = 0.31 s/co, hbsag q2c2 = 2.33 s/co, %n = 97% no impact to patient management was reported.